Event description:
It was reported that the programmer exhibited an error message during boot up. The user cycled power 3 times, but the error did not clear. Technical support suggested the caller run the service disk, but the programmer has now been returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment of an error generated at boot-up, but the hard drive was replaced as a preventive. (B)(4).

Event description:
It was reported that the programmer exhibited an error message during boot up. The user cycled power 3 times, but the error did not clear. Technical support suggested the caller run the service disk but the programmer has now been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).